Event description:
A hospital in (B)(6) reported via our distributor that two rt236 infant breathing circuits failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. They were visually inspected, pressure tested and subsequently submerged in a water bath to test for leaks. Results: device 1: visual inspection revealed a 4mm x 6mm hole on the evaqua expiratory limb approximately 70mm from the patient end. The pressure test identified that the returned circuit was leaking and was out of specification. The water bath test found the source of the leak to be the hole on the expiratory limb. Device 2: a 2mm x 5mm hole was found during the visual inspection. The location of the hole was approximately 53mm from the patient end on the expiratory limb. The pressure test revealed the device was performing outside of specification and the hole in the expiratory limb was identified as the source of the leak in the water bath test. A lot check revealed no other similar complaints for lot 131009. Conclusion: the damage observed on the returned evaqua expiratory limbs indicates they were punctured by a blunt object. All rt236 breathing circuits are pressure tested for leak prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt236 infant breathing circuit would have met the required specification at the time of production. This suggests that the affected breathing circuit was damaged after it was released for distribution. (B)(4). The user instructions that accompany the rt236 infant breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. Set appropriate ventilator alarms.